Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend was not sealing, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend was not sealing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was switched out when it was not working. There was no mention of incomplete seal. No further information is available.

Manufacturer narrative:
Advanced failure analysis was completed, and the initial failure analysis investigation was confirmed. The reported event could not be replicated. Energy delivery passed with no issues. A review of the e-100 generator logs confirmed no errors during the use of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint that the ¿vessel sealer was not sealing¿. The instrument was placed and driven on an in-house system which passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and passed the electrical continuity, cut, jaw grip verification and grip force tests. The grip force test result was 8.55 lbs. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots were missing. A review of the digital signal processor (dsp) and master supervisory controller (msc) logs shows no errors.

Event description:
Refer to h10/h11 for follow-up information.